Event description:
Rn noted during handoff with night shift rn that pn [parenteral nutrition] was leaking and had dripped on IV pumps and on the floor. Rn noted that spike in bag was out slightly, so she pushed spike into bag a little more. Rn and this rn cleaned up the pn leakage but noted that there was still fluid leaking. Rn called np [nurse practitioner] to tell her the situation and ask for recs [recommendations]. Np came to bedside to assess and had to order a replacement fluid. Tpn had to be discontinued for the day, and tubing was left. The tubing from this incident was saved; however, the packaging for this specific tubing was not. Here is the information the same tubing stocked in our supply room. Bd alaris pump infusion set ref 10942011 lot 25085062 exp 08-01-2028.